Event description:
The device was removed due to a "pump failure." The reservoir was left in place, while the rest of the device was removed and replaced with the same model prosthesis, produced by the same MFR. 10/14/97-in the info rec'd from the surgeon/physician, he stated that there was a "small pinhole leak in [the] pump."